Event description:
It was reported that the device did not release medicine because it blocked. The device dispensed 9ml out of 556ml there was only a minor setback in the drug administration. There was no death or injury. There is unknown patient involvement.

Manufacturer narrative:
One device was received for investigation. The customer reported event was duplicated. Visual inspection found damaged(detached) downstream occlusion(dso) seal and damaged battery compartment. The dso seal and batter compartment was replaced. Functional testing performed and the downstream occlusion(dso) sensor was defective, it was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.